Manufacturer narrative:
On april 28, 2022, the distributor reported the additional information: pump was received and pump history was reviewed. The pump battery was found to have depleted as expected and pump announced the low power alerts as intended. Alleged issue did not cause or contribute to serious injury. This event does not meet MDR requirements as defined by 21 cfr 803.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. There was no reported adverse impact to customer's blood glucose. No additional information was provided.